Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor alleged an unspecified issue with the ok button. Animas has attempted to follow up with the distributor to clarify the issue however the distributor has not yet replied to the animas request. There was no reported patient impact associated with this complaint.